Event description:
It was reported that the user experienced a scan error with a freestyle libre3+ sensor that prevented successful scanning until the user restarted their phone, after which scanning functioned normally. Symptoms included no reported clinical effects. Outcomes included no alerts or alarms and no need for medical care. Customer support included basic troubleshooting and user education performed remotely. Investigation of this case revealed that device functionality was restored after a phone restart, which is consistent with a transient software or connectivity issue rather than a hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was user interface or software interaction resolved by standard troubleshooting.